Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: d4 (expiration date), h4 (apr 5, 2017), and h6 (type of investigation, investigation findings, and investigation conclusions). The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. The root cause of this event was most likely due to patient related factors and the progression of the underlying valvular disease pathology contributed to the event.

Manufacturer narrative:
This model is not sold or marketed in the u.s. However, it is similar to device: model #2800; brand name: carpentier-edwards perimount rsr pericardial bioprosthesis; PMA #p860057/s001. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this 67-year-old patient with a valve model 290025mm implanted in the aortic position underwent a valve-in-valve procedure after an implant duration of 4 years and 2 months due to calcification leading to mixed regurgitation and stenosis. The patient presented with nyha 3. A 26mm sapien3 valve was implanted within the surgical edwards valve using the transfemoral approach. Reportedly, the patient recovered well and a next-day discharge was anticipated. Per medical opinion the valve did not fail unexpectedly as the patient was on dialysis.